Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for pump use was intractable spasticity. It was reported the patient had a possible infection around the pump site with redness and swelling at the site. Laboratory testing was performed on (B)(6) 2015 with the results being normal. It was indicated the issue was unlikely related to the device or therapy as well as the procedure. On (B)(6) 2016 the patient's entire system was explanted and not replaced. The issue resolved without sequelae on (B)(6).

Manufacturer narrative:
Patient information updated to reflect the information received on (B)(6)2019. Updated to reflect the information received on (B)(6)2019. Suspect medical device information to reflect the information received on (B)(6)2019. Facility information updated to reflect the information received on (B)(6)2019. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by the healthcare provider (hcp) via a clinical study on (B)(6)2019. The device serial number was updated. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by the healthcare provider (hcp) via a clinical study reported the patient's weight was (B)(6)lbs. The device disposition was unknown.

Event description:
Additional information reported the possible infection was due to cellulitis from pump replacement on (B)(6) 2015. The patient was put on antibiotics, on (B)(6) 2015, prior to the visit and reported a huge improvement. The date the patient's system was explanted was updated from (B)(6) 2016. It was also noted the patient had a pump pocket abscess.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.